Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient did not recharge their ipg as recommended. Thus, the ipg became inoperable. The patient also had ineffective therapy due to high impedances on their leads. Surgical intervention was undertaken and the ipg and leads were explanted and replaced.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.